Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, dislodged cannula and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose rose to 19.1 mmol/l (343.8 mg/dl). The cannula reportedly dislodged from the infusion site while worn for between 24 and 36 hours. The patient changed and applied a new pod. The ambulance was called and the patient taken to the hospital. Symptoms reported include frequent urination and dry mouth. While at the hospital, the patient was under observation and had several arterial and venous samples taken.